Manufacturer narrative:
The customer noticed fluid leaked inside the reagent carousel. Bci field service engineer (fse) confirmed the source of the fluid leak was located inside the reagent compartment, on the lower carousel. It appeared that a reagent cartridge on the upper level had leaked into the lower carousel. The fse cleaned the reagent compartment and verified that there were no leaking cartridges on the instrument. As of (B)(6) 2011, there was no call back from the customer regarding this issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.